Event description:
The customer reported the system displays all squares and the collimator closed down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board, interconnect cable, and fluoro functions board. System operates as intended. (B) (4).